Event description:
It was reported that the patient expired on (B)(6) 2021 due to withdrawal of care. It was reported that pump was operating as intended. The pump was not explanted and will not be returned to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient had a hemorrhagic stroke. The patient experienced a large amount of bleeding during surgery over a long duration of time and became non-responsive. The patient was treated in the cardiovascular intensive care unit (cvicu) following implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke and bleeding could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established. The pump was not explanted; therefore, no product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists bleeding and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20oct2021. No further information was provided. The manufacturer is closing the file on this event.